Event description:
It was reported that the right atrial (ra) lead dislodged during implant of a left ventricular (lv) lead for an upgrade to a bi-ventricular pacemaker. There was an attempt to retract the helix screw in order to reposition the ra lead, however multiple attempts were performed and the screw would not retract. The ra lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: returned product analysis was performed on the full lead and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling/ stretching/ overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.